Manufacturer narrative:
B5: the reporter stated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens with a, -14.0/2.0/108 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged due to blurred vision. The problem was resolved. Cause of the event is unknown. Reportedly, "patient is happy." H6: work order search found no similar complaints. Claim#: (B)(4).

Event description:
Reportedly, "unsterile."

Manufacturer narrative:
Claim#: (B)(4).